Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated (B)(4) 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any add'l info received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The product investigation revealed one side was broken off at the hinge. It is concluded the instrument corresponds to drawings and processes at the time of manufacture. The design has since changed to strengthen the forceps.

Event description:
It was reported that while using forceps for compression for a mid-foot fusion, one arm broke off. Broken piece was retrieved from the pt. Surgeon used another set of forceps to complete the procedure.